Event description:
A nurse reported that a pt had an unexpected postoperative refractive outcome causing blurred vision after having had a multifocal intraocular lens (iol) implanted. The lens was exchanged three and a half months later for a same model different power lens. In a f/u, the surgeon reported it is unk if the lens caused or contributed to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).